Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc) which lead to pacemaker mediated tachycardia (pmt). The lead was suspected to have dislodged. The device was reprogrammed and a lead revision was to take place sometime in the future. There were no adverse patient effects. The lead remains in service.